Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 300-400 (mg/dl) range. A correction bolus was administered to address elevated bg levels. Reportedly, contact believed that the pump settings may have contributed to elevated bg event. Due to event occurring in the past, system check with tandem technical support was unable to be performed. Contact indicated their health care provider adjusted pump settings accordingly.